Manufacturer narrative:
Updated fields: b3, e1(event site name and email).

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) had a screen display issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (component code, type of investigation, investigation findings, component codes, investigation conclusion), h11. The fse states they recommended replacing the display top assembly. Part is not yet replaced, pending customer confirmation on the part. No further information was provided. The investigation will be reopened and processed accordingly if any further information is provided.

Event description:
N/a.